Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak as a hemodialysis (hd) patient was being put on the machine. No blood was returned. Blood had just hit the dialyzer and went visibly into the red hansen tube. Treatment stopped. The machine was pulled, cleaned and retested. No patient harm was noted. Upon follow-up, the cm confirmed the reported event and stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. The blood leak was visually observed within the red hansen tubing line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 50ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak as a hemodialysis (hd) patient was being put on the machine. No blood was returned. Blood had just hit the dialyzer and went visibly into the red hansen tube. Treatment stopped. The machine was pulled, cleaned and retested. No patient harm was noted. Upon follow-up, the cm confirmed the reported event and stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. The blood leak was visually observed within the red hansen tubing line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 50ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Eight lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed two of the identified lots had one approved temporary dn on each which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.